Event description:
It was reported that t1 and t2 deployed at the same time. All t's were removed from the patient. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.